Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly (note: an on-site examination of the esu's footswitch didn't reveal any defects.). In addition, no anomalies were found in the device history record (DHR) of the involved esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the provided information, a defect in the unidentified instrument that continued to activate is suspected. However, conclusive determination could not be made. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a cholecystectomy. No information was provided regarding the accessories or esu's settings used in the procedure. According to the report, two (2) instruments were connected to the generator. Then, one of those instruments continued to activate unintentionally. As a result, the patient's colon wall was perforated. No further information was given regarding the patient's condition or if any treatment was provided to the patient.